Manufacturer narrative:
(B)(4). Date sent to the FDA: 08/19/2020. Additional information: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Summary: one empty labeled winding former and one needle-suture piece of product were received for analysis. During the visual inspection of the sample, the needle was received broken at the tip area, body fluids could be observed, and marks were present due to use. Due to condition of the broken needle, additional evaluation was necessary to determine the assignable cause. A failed suture needle was submitted for fractographic evaluation. A fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a vascular procedure on (B)(6) 2020 and the suture was used. During surgery, the needle tip broke off. The tip was retrieved and a new suture was opened. The case was completed without further intervention or patient consequence. There were no adverse patient consequence reported.